Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2026-00064. It was reported patient's leads migrated after trying to hold their spouse who was having a stroke. Patient underwent surgical intervention wherein a possible infection at the ipg site was found. As a result, the entire system was explanted to address the issues.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.